Manufacturer narrative:
Based on the additional information provided to adc on 30 aug 2023, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following sections have been updated: b2 outcomes attributed to ae. B5 describe event or problem. H6 health effect - clinical code; health effect - impact code. H10 additional mfg narrative.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and no treatment by third-party was reported. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report: abbott diabetes care (adc) was able to obtain the following additional information on 30 aug 2023: it was indicated the customer actually did not experience a loss of consciousness or seizure, and no third-party medical treatment was reported. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and no treatment by third-party was reported. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent impairment associated with this event.